Event description:
Duragen 3x3 1 pack ce (id3301i) was used in this intracranial tumor removal surgery, and the following was reported: "the event occurred to the patient with seminoma. The cancer spread to brain in (B)(6) 2023, so it was removed on (B)(6) 2024. In addition, dura mater was removed since the surgent concerned that it may be infected. The radiation therapy and chemotherapy were performed for 8 days since (B)(6) 2024. The discharge of pus from incision was observed on (B)(6) 2024, and it was epidural abscess. Duragen was turned into abscess and was partially calcified. The tissue of dura mater was found in the abscess. The cutibacterium acnes was found from the infected area. A membrane was formed under the abscess. The abscess was removed until the brain was visible through the membrane. The bone may be infected, so the incision was closed without putting back the cranium. Current status: recovered".

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. Failure analysis - environmental monitoring records were reviewed, and it was found that cutibacterium acnes is not a microorganism identified as part of the normal flora in the integra añasco collagen clean rooms. Therefore, based on this and procedural controls including terminal sterilization, it is considered that the reported condition is not related to the duragen product. Medical assessment - a medical assessment was performed to evaluate the possible relation between the reported event and product use. The assessment concludes the following: ¿based on the complaint information received to date, there is insufficient evidence to suggest that the duragen product was causal to the reported event, as it appears to be procedurally related. Infection is one of the possible complications that can occur with any neurosurgical procedure as stated in the product¿s instructions for use (IFU). In addition, cutibacterium acnes (c. Acnes) ¿is a slow-growing, anaerobic, non-spore-forming gram-positive bacillus that is part of the normal flora of the skin and hair follicles; and according to literature, c. Acnes is increasingly identified as a cause of postoperative central nervous system infections (pcnsis), accounting for 12% to 25% of cases. Root cause -based on the available information and the conclusion of the medical assessment, there is no information that confirms a device related malfunction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.